Event description:
Brush head comes off outside the mouth - oral-b [device breakage] case narrative: consumer via phone reported that their oral-b toothbrush head came off outside the mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.